Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported gi bleeding could not be conclusively established through this evaluation. Additionally, the report of power elevations could not be confirmed as no log files from the time of the event were submitted. Additional information was requested, but not provided. No product is available for investigation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information on anticoagulation, including recommended inr values. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years 7 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2019 for gi bleeding. Esophagogastroduodenoscopy (egd) performed on (B)(6) 2019. One polyp with no bleeding was noted. On (B)(6), hemoglobin was noted to be low. On (B)(6), a small bowel balloon endoscopy revealed two arteriovenous malformations (avms). During admission, power was noted to spike to 9-10. Power spike resolved with IV volume administration. Patient was discharged on (B)(6). The patient was receiving IV iron at home and was found to be stable.